Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. There are two (2) cases for different product issues associated with the same patient and product. Therefore a separate 3500a form has been generated to address the other case.

Event description:
A pharmaniaga report was received which stated that the black "connector easily dislodged from the ventilator tubing". It was further reported that the user did not cut the ett.